Event description:
It was reported that during a vats lobectomy procedure, in the second firing, the device cut, but did not staple. After releasing the trigger, there were several unformed staples where the bleeding was occurring. The case was converted to open and a stitch was placed across the staple line to close and secure in order to complete the case. The pt is stable.